Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having issues with inserting his infusion set. He stated that he woke up with a blood glucose of 465 mg/dl and bolused. The customer was able to insert the infusion set successfully but declined troubleshooting for his high blood glucose. The insulin pump and the infusion set will not be returning for analysis.